Manufacturer narrative:
The device is expected to return and has not been received. Investigation is not complete.

Event description:
The event involved a microclave clear neutral connector that during a homecare infusion of 5fu, the patient noticed leaking from the catheter, microclave or carefusion pump set connection. It was reported that blood was noted in the threading of the connection between the microclave and extension set to catheter. It was unknown how long the device was in use. The device was replaced with no further problems encountered. There was a report of unprotected chemo exposure. There was no blood loss, no adverse operator consequences, no adverse event, no medical or surgical intervention provided and no delay in critical therapy.

Manufacturer narrative:
The device was received on 12/12/2018. One used, list # mc100, microclave® clear neutral connector was received for evaluation, as well as one used, huber needle set by b. Braun. The used microclave was connected to the female luer of a huber needle set and was pressure leak tested and no leakage was observed, as well as met pressure leak expectations outlined in the product performance specification. The luer at the connection identified in the complaint as leaking was measured and while the microclave male luer met iso taper standards, the female luer of the huber needle set was out of specification (too large). This non-ICU female luer mating device being out of tolerance is the probable cause of the leakage noted by the customer. The manufacturing batch review could not be completed since a lot number was not provided.

Event description:
Additional information was received from the customer reporting the device was on a continuous pressure 46 hour pump that the patient wears. It was also reported that for the unprotected chemo exposure, the patient had a kit so routine facility protocols were followed.